Event description:
(B)(4). Same case as: 2134265-2009-06234. It was reported that post a coronary stenting treatment procedure, the patient experienced stenosis. The 75% stenosed target lesion located in the distal circumflex (cx) was 30.0mm long with a reference vessel diameter 3.0mm. Pre-dilation was performed with an unknown 2.5x15mm balloon at 14 atms. A 3.0x32mm taxus express2 stent was implanted in the lesion at 8 atms. Post-dilation was performed with the taxus express2 stent's balloon at 14 atms. Intravascular ultrasound (ivus) was performed and confirmed that the stent was implanted properly. The residual stenosis became 0%. The patient was discharged 1 day post index procedure. At 315 days post index procedure, stenosis was confirmed. Intervention was performed with an unknown cutting balloon located in the 75% stenosed distal and proximal cx with residual stenosis 0%. The patient was discharged 2 days later on bayaspirin and plavix. 1 year follow-up was performed post procedure, no angina pectoris was confirmed. In (B)(6) 2010, a follow-up coronary angiogram for the distal cx was performed. Stenosis in the proximal cx was noted. The lesion was 90% stenosed, 3.0mm in diameter and 10mm long. An intervention was performed and the physician implanted an unknown size promus stent. Residual stenosis was 0%. The patient had no ischemic symptoms noted at the event. No patient complications were reported and the patient's outcome is improved.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).